Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens took longer time to unfold after insertion into the patient's eye. According to the surgeon, the lens did not fully unfold until she closed the wound. There was no report of any impact or consequence to the patient. Additional information has been requested, but has not been received.